Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. The patient death was not device related. Additional information received from the doctor indicates that the patient died of sudden death. It is unclear if this was a cardiac related death according to the new information received.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Follow-up on the cause of death indicates the patient death was not device related.

Manufacturer narrative:
Other: the lead was returned to the manufacturer, analyzed and subsequently tested out of specification. The patient death was not device related. Additional information received from the doctor indicates that the patient died of sudden death. It is unclear if this was a cardiac related death according to the new information received. Actual device involved in incident was evaluated. Electrical tests performed, mechanical tests performed. Visual examination: component/subassembly failure. Insulation, device was out of specification but this does not relate to event.